Event description:
It was reported that during an ablation procedure to treat atypical flutter, the intella nav mifi open-irrigated catheter tubing split in half and fluid leaked from the proximal end of the handle. Damage was found on the luer. The flow rate was 30 m/l and no error messages appeared. The catheter was replaced and the procedure was successfully completed with no patient complications. Device has been returned to boston scientific for analysis.

Manufacturer narrative:
Device was returned to boston scientific for analysis. Visual inspection revealed that the irrigation extension tubing was found partially detached/separated from the luer fitting at the adhesive joint. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that during an ablation procedure to treat atypical flutter, the intellanav mifi open-irrigated catheter tubing split in half and fluid leaked from the proximal end of the handle. Damage was found on the luer. The flow rate was 30 m/l and no error messages appeared. The catheter was replaced and the procedure was successfully completed with no patient complications. The device was returned for analysis.